Event description:
The customer reported that the insulin pump alarmed motor error during basal. Troubleshooting was performed. Ran a displacement test and passed. The customer also stated that the device was losing power and turning off. Reviewed the alarm history and found multiple off no power alarm without a low battery warning. Advised the customer to continue using the insulin pump until the replacement arrives, if a new battery is installed. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with the currents within specifications. However, the device alarmed motor error during the basic occlusion test as a result of a loose drive support disk. The insulin pump was received with a missing end cap sticker. Further testing could not be performed due to the motor error alarm.